Event description:
Customer reported the vertical lift was not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the back plane cable. System operates as intended.